Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that she thought her transmitter was stolen out of her purse. The customer's blood glucose level was 34 mg/dl. The customer did not know why her reading was so low. The customer treated for the low reading and the reading went up. The customer was given information on how to proceed with the lost or stolen transmitter. Nothing was replaced or returned for analysis.